Event description:
It was reported that during pulse generator change out, electrocautery was used. After the pocket was opened, the patient lost pacing support for 10-12 seconds before an external pacing system was attached. The patient displayed one or two escape beats during loss of pacing support. A new pulse generator was implanted with no further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.